Event description:
A customer contacted baxter's technical service ctr and reported an increased intraperitoneal volume (iipv) situation. The home pt asked how to proceed from stopped drain on the homechoice device. The technical service representative (tsr) had the home pt press go to drain 5/5. The drain volume was 5292ml; the fill volume was 3000ml. The home pt did not complain of any discomfort. After drain was completed, the home pt had a total ultrafiltration (uf) of 4097ml. This was the home pt's first night on the cycler. Tsr called the home pt's nurse to discuss this report. The nurse asked that the tsr call the home pt and raise the minimum drain percentage to 100%. Tsr called the home pt back and raised the minimum drain percentage. A follow up call was made to the home pt's nurse. Per the nurse, the pt has had no further complications since the minimum drain percent was raised from 90% to 100%. The pt had been in the clinic in 2009 and was not having any issues. The nurse did not have any input as to what caused the large drain volume. Technique was reviewed with the pt with no issues were found. The nurse declined to have the cycler returned for evaluation since she said that the pt is performing therapy successfully. There was no pt injury or medical intervention.

Manufacturer narrative:
.